Manufacturer narrative:
The suspect device was received for carefusion failure analysis investigation. The carefusion failure analysis (fa) representative (rep) reported once powered on, the screen stayed blank and all the led¿s (light emitting diodes) were on, confirming the reported issue. The carefusion fa rep was able to determine the issue to a corrupted boot loader in software version. The carefusion fa rep reloaded the boot loader program and that corrected the screen being blank when powered on.

Manufacturer narrative:
Carefusion file identification: (B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect component has not been received by carefusion.

Event description:
The customer reported the uim (user interface model) shows black screen, no response what so ever, while using the avea ventilator. The customer reported no led's (light emitting diode) were present. The customer reported to have put the suspect device out of use until the uim is replaced. The issue occurred during patient use. The customer reported no patient injury or allegation of patient harm associated with this event. The customer reported alternate ventilation was provided when another avea ventilator was connected. The customer reported the suspect device is available for evaluation and the return process initiated.